Manufacturer narrative:
The manufacturer had been previously informed that a user of the dream wisp nasal mask developed a severe rash on their face and sought treatment from both their family physician and a skin specialist. The user was prescribed a cream, which alleviated the rash without exacerbating the condition. The user reported no injuries other than the rash, which initially developed gradually but became more noticeable starting in (B)(6) 2024. The mask was worn nightly from 11 pm to 7 am. In response, the customer care team has arranged a replacement for the magnetic mask. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer has been informed that a user of the dream wisp nasal mask developed a severe rash on their face and sought treatment from both their family physician and a skin specialist. The user was prescribed a cream, which alleviated the rash without exacerbating the condition. The user reports no injuries other than the rash, which initially developed gradually but became more noticeable starting in july 2024. The mask was worn nightly from 11 pm to 7 am. In response, the customer care team has arranged a replacement for the magnetic mask. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.